Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 544 mg/dl. Customer's other blood glucose value was 501 mg/dl and 120 mg/dl and 400 mg/dl. The customer was treated with insulin pump. The customer also reported insulin pump had a blank display. Customer stated display was blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. The customer troubleshoot was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.